Manufacturer narrative:
Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had a hyperopic surprise, specifically a +1.50 spherical equivalent in the left eye, one week after intraocular lens (iol) implantation. The patient then was scheduled for an explant on (B)(6) 2024. Explant was done as scheduled, the doctor used iris hooks and sutures, no vitrectomy. It was noted that the patient has a preexisting condition of floppy iris syndrome, hence the iris hooks were used. Replacement iol was same model but 3.5d power size higher as the original iol. It was unknown if replacement iol helped address the visual issues of the patient. Nevertheless, there was no injury, and surgery was completed successfully. No other information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 3, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half and the cut included one of the haptics. The lens pieces were cleaned and presented with no further issues. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.